Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl and the infusion sets not adhering. Customer treated with a bolus and injection. Customer previously called about a lost sensor and a lost transmitter. Customer declined high blood glucose troubleshooting and indicated they are on manual injections since losing the transmitter. There was no further information provided by the customer or by troubleshooting.